Event description:
It was reported the display screen of the temporary pacemaker is broken. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) lens is broken. Analysis also found the battery release, side bail covers, ring cover, and battery drawer are contaminated. The upper case is damaged, lower case is broken, one case screw is missing, battery contacts are compressed, and the ring is bent. (B)(4)